Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The user alleged visualization of black filter in the device. The patient also alleged having burning throat. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The user alleged visualization of black filter in the device. The patient also alleged having buring throat. There was no report of serious or permanent patient harm or injury. The device and humidifier was returned to the manufacturer's product investigation laboratory for investigation. An internal visual inspection of the device was completed by the manufacturer and found evidence of light beige dust or dirt contamination, brown fiber contaminate, very small dark spec contaminates and potential keratin in the air intake canal, blower box, bottom enclosure, rear panel channels, bottom surface of the lower enclosure, inner surface of the outlet port, and also on the blower box wire grommet inner edge. The manufacturer found evidence of thin film of a green liquid contaminate and two small brown deceased insects in the rear panel channel of the base unit, bottom of the lower enclosure for the base unit and humidifier. The manufacturer found no evidence of sound abatement foam degradation /breakdown. The device's downloaded event log was reviewed by the manufacturer and found no errors logged. The device was applied power and the device operated properly. The manufacturer concludes the contaminates found were consistent with dust or dirt, fiber, and keratin, contamination inconsistent with the sound abatement foam. The manufacturer confirmed there was no evidence of sound abatement foam degradation/breakdown. Section d9, d10, g3, h3 and h6 has been updated / corrected.